Manufacturer narrative:
A review of the manufacturing records and the UDI number for the device was not possible since the device lot number is unavailable. The gore® dryseal flex introducer sheath instructions for use states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath and two thoracic stent grafts for a descending aortic aneurysm. It was reported the sheath was inserted from the left femoral artery. Reportedly the physician felt resistance when inserting the sheath. All stent grafts were deployed successfully. Access angiography revealed a dissection in the left common iliac artery. It was unknown whether the dissection extended to the left external iliac artery, because there was a catheter. There were no problem with blood flow. The physician chose to monitor the dissection. The physician stated that the dissection was considered because the patient had a small access vessel diameter.